Manufacturer narrative:
The device was returned to olympus. The device evaluation confirmed the user¿s report. The evaluation found the cause was the printed circuit board in the rear panel. The unit was tested using a test rear panel and all functional tests were passed. The evaluation determined that the rear panel required replacement. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation

Event description:
The customer¿s olympus representative reported to technical support via the phone, during a diagnostic procedure, there were no images being received from the high definition (hd) serial digital interface (sdi) output on the otv-s400, visera 4k uhd camera control unit when connected to the olympus nstream. The representative reported changing the color gamut to 709, switching to sdi and connecting the unit to different devices. The performed troubleshooting steps did not provide a resolution. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and the device history record (DHR) review. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, it is likely the board failed due to handling. Olympus will continue to monitor the field performance of this device.